Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 double head pump displayed an error while the clinician was attempting to circulate the cardioplegia prior to going onto bypass. There was no pt injury. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the s5 double head pump displayed an error while the clinician was attempting to circulate the cardioplegia prior to going onto bypass. There was no pt injury.